Event description:
It was reported that the pt's pump was explanted due to an unspecified "mechanical problem." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.